Manufacturer narrative:
(B)(4). The specific product code for the homechoice automated pd set with cassette is unknown. The brand name, manufacture and 510k however have been provided in this MDR. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) occurred during fill 2/7 was confirmed; per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. The assignable cause for the reported problem was undetermined.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during fill 2 of 7. Per the initial report, home patient (hp) had a system error 2240 alarm (air in the set). The rn stated that the hp had four bags connected but only two were connected at the time of the call. The technical service representative (tsr) explained the system error and advised the nurse (rn) to disconnect the patient and call the peritoneal dialysis rn. Global product surveillance contacted the rn on (B)(6) 2011. The rn stated that when she went into the hp's room that she found one of the bags on the floor and only two bags connected to the hc. Therapy called for the hp to have four bags connected. The home patient (hp) told the rn that there were only three bags that were setup. The rn stated that the hp had the system error alarm and did not get help but just restarted the therapy herself. There was no patient injury or medical intervention reported.